Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the syngo x workplace system. The user reported that the 3d image reconstruction has deviations. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation clearly showed that there was no system malfunction. The complaint origianlly stated that there was an artifact / narrow point within the 3d reconstruction. This narrow point can already be seen within the 2d image. Therefore, the 3d reconstruction is correct. The system behaves as specified and expected and it shows the existing stenosis in a correct way. The local service organization performed a 3d recalibration. No further 3d image quality issues have been reported. No corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.